Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 15789425/15484828/15796675.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded.